Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 69 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had awoken and thought they were having a stroke as they could not speak or move. Upon arrival of the paramedics the patient was treated with oral glucose. The patients reported blood glucose level was 87 mg/dl when checked upon arrival at the hospital. The patient had removed their pod to have a magnetic resonance imaging (MRI). The patients reported blood glucose level had decreased to 10 mg/dl after application of a new pod. The patient suspended the pod from delivering insulin. The patient was diagnosed with transient ischemic attack (tia). The patient is currently in the hospital at the time of this call. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.